Manufacturer narrative:
Report date: 28jan2019. Date rec'd by MFR: 25jan2019. The customer's service technician replaced the touchscreen and repaired the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement. The event date was not specified; estimate used.